Manufacturer narrative:
The partial lead was returned in two pieces for analysis. Visual inspection of the partial lead did not find any anomalies except procedural damages. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Low pacing lead impedance could not be confirmed due to the condition of the lead as received. The report reports of insulation abrasion and sensing noise were not confirmed.

Event description:
During an in clinic follow-up, low pacing impedance and noise resulting in oversensing and a loss of pacing were observed on the right ventricular (rv) lead. Insulation damage was suspected to be the cause of the event. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.